Event description:
The user received questionable creatinine jaffe (creatinine) results for four patient samples. The user only provided data for one patient sample. The initial result was 2.20 mg/dl and was reported outside the laboratory. The physician then called and questioned the result. The sample was repeated on the same p module with a result of 0.5 mg/dl and on p module analyzer serial number (B)(4) with a result of 0.51 mg/dl. The user stated she believed the patient was moved to the ICU after the incident and that the physician was treating the patient based on the erroneous result, but could not provide further information. No adverse events were alleged. The creatinine reagent lot number was not provided. The field service representative determined the sample probe was out of alignment. He cleaned and decontaminated the sample lines and probe and preformed an alignment for the sample probe. He verified the analyzer operation by running precision testing and quality control which passed.